Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/16/2010 and has no repair history at zimmer surgical. Evaluation of the device observed galling and gnarling of the right end of the roller, as well as minor wear to the side plates. Customer returned a cutter with the unit; 1.5:1 ratio cutter serial number 1003023 had its bushing and collar on the right end removed, and the clip that holds the bushing and collar to the cutter was missing. This prevented the cutter from being properly secured onto the comb. Prior to repair, the device produced an acceptable test mesh, but was outside calibration specification on the right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was only meshing small strip on left side. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.